Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A transseptal puncture was performed and an unknown pigtail entered the laa. There was no chance to enter the laa with the watchman® access system, so they tried for another position with the transseptal puncture. After they crossed the septum with the transseptal sheath, a pericardial effusion occurred. The physician thought they were too inferior and the transseptal needle punctured the outside of the heart. They observed the pericardial effusion for 10 minutes, but the patient was not getting better. The physician gave the patient protamine and observed them for 15 minutes, which didn't help. The patient's vitals were in optimal range, but the procedure was cancelled and the patient was sent to the intensive care unit for observation. The patient is currently stable.